Manufacturer narrative:
(B)(4). Date sent: 4/14/2020. D4: batch #t9482m. Investigation summary: the device was received with the energy button detached and returned. Upon visual inspection under magnification, it was noticed that the upper jaw was slightly damaged at the retention pin interphase, resulting in a loose jaw and difficulty opening and closing the jaws. However, the damage was not significant enough to prevent the device from cycling. The button was reattached to the instrument, tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the jaw damage could have caused the reported issue. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Although no conclusion could be reached as to how the button detached from the instrument, it should be noted that our manufacturing process verifies the presence and functionality of the instrument prior to shipping.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the procedure complete with this device? Unk. Was another device used to complete the procedure? Most probable.

Event description:
It was reported that during a whipple procedure, suddenly the jaws didn't open anymore. After some trying, the jaws opened again but a part of it came loose. The device completely stopped working in the end. No patient consequence.